Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that during a surgical lead implant, neuromonitoring indicated some abnormalities. The physician removed the lead and the patient regained baseline activity after the procedure. There have been no reports of further complications. Nevro had attempted to obtain additional information regarding the nature of the abnormalities but was unsuccessful.